Event description:
It was reported that the was loud screeching noise, blue button does depress quickly, suctions air from insufflation. Therefore, there was loss of insufflation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.